Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a lobectomy of the liver, a piece of the active waveguide disengaged while the device was being cleaned by the surgical staff. Nothing fell into the patient cavity and there was no patient injury. Another dissector was opened and installed onto the system in order to successfully complete the case.

Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable handpiece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The instructions for use contains a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a lobectomy of the liver, a piece of the active waveguide disengaged while the device was being cleaned by the surgical staff. Nothing fell into the patient cavity and there was no patient injury. Another dissector was opened and installed onto the system in order to successfully complete the case.